Event description:
It was reported by service report that the siderail will not lock and toprail was cracked, exposing sharp edges. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.